Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8262050. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that intima-ii 20gax1.16in prn slm npvc separated after placement. The following information was provided by the initial reporter: "the patient had a choking sensation due to eating for four months.so he went to (B)(6) hospital of traditional chinese medicine department for hospitalization. At 8:10 am, (B)(6) 2020 the nurse gave the patient a closed intravenous indwelling needle for infusion to avoid repeated intravenous puncture. At 8:20 am, (B)(6) 2020 when the nurse was giving the patient infusion, she found that the head of the vein retained needle was broken, so a new intravenous indwelling needle was immediately replaced"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii 20 ga x 1.16 in prn slm npvc separated after placement. The following information was provided by the initial reporter: "the patient had a choking sensation due to eating for four months. So he went to (B)(6) department for hospitalization. At 8:10 am, (B)(6), 2020, the nurse gave the patient a closed intravenous indwelling needle for infusion to avoid repeated intravenous puncture. At 8:20 am, (B)(6), 2020, when the nurse was giving the patient infusion, she found that the head of the vein retained needle was broken, so a new intravenous indwelling needle was immediately replaced".